Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had unanswered 2 calls, and called back to personnel's direct number. Customer called about the cardiosave not displaying the ap waveform on the console. The customer verified the inner lumen is patent, the transducer cables and transducer were already changed out. Personnel recommended to the customer that if all components are verified working properly to then change out the cardiosave console. They agree and would call back for more details and assistance, 20 minutes later a callback is received and the customer mentions they changed out the cardiosave and had no issues with the ap waveform. The customer also mentions there was no interruption of therapy due to the issue.

Event description:
This complaint was received through emergency support line. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not displaying the ap waveform on the console. There was no patient reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not displaying the ap waveform on the console. There was no patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.